Event description:
The plaintiff's attorney alleged that the pt experienced a sudden cardiac event and expired the next day. It was reported that these events occurred due to the administration of the product during dialysis treatment.

Manufacturer narrative:
This is one of two device reports for this event. As text was inadvertently omitted from the documentation received from the initial reporter, follow-up is in progress to verify the pt's date of death; the document received reports that on or about (B)(6) 2009, the pt experienced a "sudden cardiac event, and (B)(6) 2009 [sic]". If additional info is received, a supplemental medwatch report will be submitted.